Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was an ostial lesion located in the proximal left anterior descending (lad) artery with 75% stenosis and was 5mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.0 mm x 8 mm ion stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced recurrent chest pain lasting >20 minutes and was admitted with acute anterior q-wave myocardial infarction. A 100% stenosis located in the distal subsection of the proximal lad was treated with a 3.0x16 mm ion stent and a 100% lesion in the mid lad was treated with a 2.5x28 mm ion stent with 0% residual stenosis. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).